Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has observations of noise that was being oversensed on all channels in which resulted in 9 inappropriate shocks. Evidence suggests that therapy was compromised. The noise was due to electromagnetic interference (emi) as the patient was using a chainsaw at the time. Technical services recommended programming options. This ICD remains in service. No adverse patient effects were reported.